Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: area of staple line failure? Not sure what this question is alluding too. Was a leak test done or was the staple line failure visually observed? Staple line, failure was visible as mucosa was protruding through the staple line. Were there any stapling issues with the previous firings? No. What color cartridge was being used? Blue. Was the device fired over an existing staple line? Yes, as is routine for a gastric bypass. Were any unexpected noises heard? No. Were there any issues with removing the device? No. Did the prolonged procedure change the post operative care of the patient? Not significantly. The analysis results found that the device was returned in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape; no malformed staples were noted during functional testing. Event could not be confirmed as no cartridge was received for analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic gastric bypass procedure during the 3rd firing on the stomach pouch the staples did not form correctly resulting in the immediate need to oversew the staple line. The ats was replaced with an ec45a and the case was completed . No patient consequences were reported.